Manufacturer narrative:
During testing, it was found the device did not audibly alarm between the low and high volumes ranges and approx 2 minutes that the device displayed e301 (audible alarm failure) with audible tone. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device had a bad piezo speaker. The device was returned to the biomedical department from the pcu department with a report of the device was malfunctioning. No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in clinical therapies while the device was in clinical use. During verification testing at the service center, the device did not audibly alarm between the low and high volumes ranges and approx 2 minutes that the device displayed e301 (audible alarm failure) with audible tone.